Manufacturer narrative:
Device evaluated by MFR.: upon receipt at boston scientific's post market laboratory, the farawave catheter was visually inspected. Visual inspection of the device noted no outer abnormalities. A guidewire was inserted into the catheter, and the catheter was deployed to basket and flower configurations successfully. Subsequently, a flushing test was performed through the irrigation port. Irrigation was not observed in any state of the catheter. Dissection of the catheter revealed a kink in the flush lumen. The reported event was confirmed via analysis. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
During an ablation procedure to treat a persistent atrial fibrillation, a farawave catheter was selected for use. Use of the catheter to treat persistent atrial fibrillation constituted off-label use of the catheter. During the procedure, the physician hooked up the farawave catheter to a pressure bag prior to re-inserting the catheter in the body to do additional lesions, but it was noticed that the catheter was not dripping. The nurse applied pressure to bag and physician attempted manually flushing the catheter with a syringe, but the catheter was still not dripping. The catheter was replaced, and procedure was completed. No patient complications were reported. The device was returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During an ablation procedure to treat a persistent atrial fibrillation, a farawave catheter was selected for use. Use of the catheter to treat persistent atrial fibrillation constituted off-label use of the catheter. During the procedure, the physician hooked up the farawave catheter to a pressure bag prior to re-inserting the catheter in the body to do additional lesions, but it was noticed that the catheter was not dripping. The nurse applied pressure to bag and physician attempted manually flushing the catheter with a syringe, but the catheter was still not dripping. The catheter was replaced, and procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.